Event description:
It was reported that during a routine generator change out, diagnostic imaging revealed externalized conductors proximal to the rv coil. The lead was tested and electrical measurements were satisfactory. The lead was connected to the new ICD. The patient was fine.